Event description:
After two days of iab therapy, alarms sounded and blood was noted in the tubing. The iab was already scheduled to be removed when the event occurred. The iab was removed and not replaced as the pt ID did not require additional support. No further complications or pt injury occurred.